Manufacturer narrative:
(B)(4). The device was not returned for analysis. All available information was investigated and the reported difficulty grasping the leaflets appears to be related to procedural conditions and due to the difficult visualization. The reported component break was likely a result of the arm positioner being rotated in the incorrect direction while attempting to close the clip. The reported noise and inability to close the clip (mechanical issue) were likely secondary effects to the component breaking. It should be noted that in the mitraclip instructions for use states for grasping arm angle to turn the arm positioner in the close direction until the clip arms contact the delivery catheter. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
This report is filed because the clip failed to close in the left atrium and was removed in the inverted position. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The mitraclip delivery system (cds) was advanced to the mitral valve. Leaflet grasping was difficult due to challenging echographic imaging. Five to ten grasping attempts were made. The clip was inverted to remove it into the left atrium. In trying to close the clip, the physician speculates that it is possible the arm positioner was turned in the wrong direction and it broke; a noise was heard and the clip no longer closed. The steerable guide catheter and cds with the inverted clip were removed from the anatomy without issue. The procedure was discontinued; no clips were implanted and mr grade remained unchanged. The patient is stable and an additional mitraclip procedure will be performed on another date. There were no adverse patient effects. No additional information was provided.